Event description:
Device malfunction: none. Symptoms / ae: stroke. Time of ae: one day after the procedure. It was reported that one day post a left internal carotid artery stenting procedure, the pt experienced a stroke. Signs and symptoms include, but are not limited to, right-sided weakness and severe aphasia with some slurring of words. There was no treatment reported. There was no additional info provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Stroke is a known potential adverse effect associated with the use of the device, as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities associated with this lot number.